Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that the post-op x-ray shows that both distal femoral cut and proximal tibial cut was 5 degrees valgus.

Manufacturer narrative:
Corrected data: d4 ni. D9. No. H3 not returned to manufacturer. H4 ni. H6 codes. Type of investigation: 4114. Investigation findings: 3221. Investigation conclusions: 4315. H10 at this time the product has not been returned for investigation. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Manufacturer narrative:
During testing the returned reference sensor 2 was found to fail back table calibration due to a broken plastic tab that holds the metal bracket causing a misalignment with the navigation unit. This misalignment likely led to the distal femoral and proximal tibial cut being 5 degrees valgus. There was no patient consequence reported as a result of the event. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded.